Event description:
It was reported that the patient complained of feeling the 'device go off' while lying in bed, and that the patient's whole body will 'jump.' The patient indicated that the was not as intense as a full shock, which has occurred before. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.